Event description:
It was reported that the pump battery was depleting too quickly. There was no reported impact to the customer¿s blood glucose level. The customer was advised to fully charge the pump, monitor the battery percentage after 24 hours, and report back if the issue persisted for further troubleshooting.